Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) mentioned that the customers stated that the full height pop matrix drawer 3 and mini drawer 3 failed during cases but could be recovered. The fse was unable to replicate the failure for drawer 3 in the test application, but mini drawer 3 had to be pried open. The device was not on remote support service (rss) and attempted to reinstall the rss and found that the device had been deleted. The fse then reimaged the device and attempted to reinstall rss but was unsuccessful. The device is now fully upgraded and reimaged to resolve the issue. The mini drawer was replaced in the separate work order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer sticking issue occurred. The machine drawers were sticking and struggled to open despite recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer sticking issue occurred. The machine drawers were sticking and struggled to open despite recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.